Event description:
It was reported that this right ventricular (rv) lead exhibited low amplitude measurement. Boston scientific technical services (ts) discussed options for troubleshooting and or monitoring. The lead remains in service. No adverse patient effects were reported. Additional information indicated that this rv lead exhibited noise and has high impedance when programmed in bipolar. It was then confirmed through x-ray imaging that the lead was damaged likely due to subclavian crush. Subsequently, this lead was capped and a new lead with different model was implanted. No additional adverse patient effects were reported.